Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 16, 2020 that a hot axios stent was to be implanted during a pancreatic stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent partially deployed. The device was removed; however, upon removal the "cable" broke and the stent was stuck in the scope. A guidewire was descended, the scope was changed and another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of stent partially deployed. Problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: the hot axios delivery system was received for analysis and the stent was not returned. Visual examination of the returned device found the inner sheath and tip were detached and not returned. The outer diameter of the catheter was measured and was found to be within specification. No other issues were noted to the delivery system. The reported event of stent partially deployed was not confirmed as the stent was not returned. The reported event of device entrapment of device or device component and stent premature deployment could not be confirmed because these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of sheath break was confirmed; the inner shaft was detached and was not returned. Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the anatomy of the patient and/or the interaction of the device with the scope, limited the performance of the device and contributed to stent partially and prematurely deployed. It may be that the physician felt some resistance during the attempted deployment and caused the stent to deploy partially and become stuck in the scope. The physician may have used excessive force trying to remove the device causing the inner sheath to detach from the delivery system. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 16, 2020 that a hot axios stent was to be implanted during a pancreatic stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent partially deployed. The device was removed; however, upon removal the "cable" broke and the stent was stuck in the scope. A guidewire was descended, the scope was changed and another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date.